Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported for left side "extreme pain", "capsular contracture, baker grade unknown", "symptoms of bia-alcl and had to have lots of tests". No histopathological markers provided, so no malignancy event code captured. The device remains implanted.